Event description:
Procedure: lower anterior resection- double staple. According to the reporter: transected across the rectum using three reloads and anastomosed with a circular stapler. Two days post op, a leak occurred. On nov 12 unformed staples at the endoscopic stapler staple line were confirmed through colon-fiberscope. The patient currently has a covering stoma and is under observation.